Event description:
It was reported that this left ventricular (lv) lead pulled back and wanted to right ventricular (rv) pace only until the lv lead is revised. Boston scientific technical services (ts) confirmed biventricular trigger was off and patient was in mode switch. Ts then explained device paces biventricular in a mode switch regardless of pacing chamber selected. Additional information indicated that the lead was explanted due to high pacing threshold. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.